Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating the ECG gave inconsistent readings. The device was not in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips bench repair technician (brt) evaluated the device and confirmed that the ECG gave inconsistent readings. The brt replaced the pca board to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.